Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the pulse generator was found to be operating in backup vvi mode. The patient was asymptomatic. Troubleshooting was not attempted due to the devices low battery status. The device remained implanted.